Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter. The pentaray nav catheter was unable to be flushed prior to creating a post-map. The catheter was irrigating earlier in the procedure. The catheter was replaced and the issue was resolved. There was no patient consequence reported. The bwi product analysis lab received the device for evaluation on 05-sep-2024. The device evaluation details: the device was returned to biosense webster, inc. For evaluation. Visual inspection and irrigation test of the returned device were performed following biosense webster, inc. Procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found folded at the tip section. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the folded irrigation tubing cannot be determined. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of biosense webster, inc. Quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review on 27-sep-2024, noted a correction to the 3500a initial under d4. Primary UDI number as it should have been processed as (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter and an irrigation issue occurred and the device had been used on the patient. The pentaray nav catheter was unable to be flushed prior to creating a post-map. The catheter was irrigating earlier in the procedure. The catheter was replaced and the issue was resolved. There was no patient consequence reported. Additional information was received. Pressure bag, no pump used. The issue was noted after the device was used on the patient. Steps taken to resolve the irrigation issue was tried to flush the catheter but would not flush.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31333538l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).